Manufacturer narrative:
Additional information received on june 28, 2016. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and / or the device(s) be returned for evaluation and an investigation result be available, an amended medical device report will be submitted. Therefore, zimmer (B)(4) will close this case. (B)(4).

Event description:
It has now been reported that the patient was implanted a durom acetabular component 56/50 p. The patient was revised due to adverse local tissue reaction, pseudo tumor and fluid collection.

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. Where lot number was received for the device, the device history records was reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and / or the device(s) be returned for evaluation and an investigation result be available, an amended medical device report will be submitted. A tight monitoring is ongoing for revisions with us durom cups where the initial implant date occurred after the relaunch of the us durom cup. The distribution of this product was ceased meanwhile due to business reasons. (B)(4).

Event description:
A product liability claim was raised. It was reported that the patient was implanted a durom us acetabular component 56/50 p on the left side on (B)(6) 2009. The patient was revised on (B)(6) 2014 due to unknown reasons.